Event description:
The lay user/pt contacted lifescan in 2007 and alleged that there was literature missing from his one touch ultra package. This complaint was classified based on the customer care advocate (cca) documentation. The pt reported that the issue first occurred on three days earlier at 8:30pm. He also mentioned experiencing frequent urination and that his lips were numb after the reported issue began. The pt reportedly took no diabetes treatment actions following the results and did not receive/require any medical treatment or intervention. He tested on his backup meter (one touch profile), however, no blood glucose result was provided. At the time of troubleshooting, it was verified that the closure seal on the packaging was intact prior to opening. The pt was educated on correct box contents, and it was verified that the product was missing. This complaint is being reported because the pt alleged experienced symptoms suggestive of hyperglycemia after the reported issue occurred. It was verified that there was literature missing and the closure seal was intact prior to opening. Replacement product was sent to the lay user/pt.